Event description:
According to the reporter: during a hepatectomy, the device was fired on the hepatic vein but staples in the center of staple line were not placed. This was noticed after the vein was cut. More than 500 cc bleeding was observed. The tissue was treated by hand sewing. No further device complication or pt impact was reported.